Event description:
It was reported that the coil-assist stent was used in an unspecified embolization procedure. Reportedly, when attempting to deploy the stent, the proximal portion of the stent was unable to fully expand. To achieve full expansion, the stent was re-sheathed and deployed several times, but no improvement was observed. The stent was then detached and placed in the vessel, with the plan to subsequently dilate the proximal portion using a balloon. Percutaneous transluminal angioplasty (pta) was applied after placement, but the stent did not fully open. Therefore, the stent was removed from the patient using a snare. The stent was not used and was replaced with another stent to continue the procedure. Subsequently, the procedure was completed successfully. There was no report of harm or injury to the patient.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.